Event description:
The leads were electively replaced due to a system upgrade. The leads were returned and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The distal segment of the lead was returned and analyzed. The primary finding was inner insulation had breached metal ion oxidation (mio). Blood/body fluid was observed on the tip electrode and on all conductors. The proximal conductor was distorted. The outer insulation was kinked/buckled, melted, breached/cut and had cosmetic and breached environmental stress cracking (esc). The outer insulation also had a cosmetic depression and cosmetic mio. The inner insulation had cosmetic mio. The inner insulation was torn. (B)(4). The distal segment of the lead was returned and analyzed. The primary finding was the inner insulation had breached mio. Blood was observed in/on the helix/lobe mechanism, sleeve head and all conductors. The helix was disengaged from the helical channel. The proximal conductor was distorted. The inner insulation had cosmetic mio. The outer insulation had cosmetic esc, a cosmetic depression and was breached/cut.